Event description:
The product was used during a thoracoscopic lung resection procedure. Reportedly, the instrument was difficult to open. The surgeon placed an add'l tomy and applied another instrument to complete the procedure. The hosp has reported the pt's condition is satisfactory.

Manufacturer narrative:
10/14/1998- supplemental report sent to FDA. Corrected data entered in d9. Device evaluation indicated and codes entered in h3 and h6.